Event description:
Info received alleged that the brakes on the bed would not hold. No alleged injury by account.

Manufacturer narrative:
Tech found that the brakes would not hold and swivel due to being old and worn out. Replaced all brake casters and brake steer casters to resolve this issue.